Manufacturer narrative:
(B)(4). Pump received with reservoir tube lip completely broken off. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the insulin pump's reservoir chamber was severely cracked. Customer's blood glucose level was unknown. The device will not be return for analysis.